Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that the plastic ring around the reservoir fell off, and the customer was having issues keeping the reservoir in place. No significant event leading up to the event were mentioned. Customer's blood glucose level at the time 5.1mmol/l. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, broken reservoir tube lip and a missing reservoir tube seal.